Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2018. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was 399 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection and insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they did not experience nay symptoms related to high blood glucose. Customer reports they contacted their health care professional regarding the high blood glucose. Customer was alleging pump was under delivering. Customer stated they were able to perform high performance test and the test result passed. . The insulin pump will not be returned for analysis.